Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital's intensive care unit; details and nature of event were not provided. Reportedly, the pump battery could not be charged. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.